Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the lung tissue on a thoracotomy with lung resection, the technician was not able to cycle the instrument after loading the reload. The jaws remained open after closure of the ring handle. Another device was opened and used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the technician was not able to cycle the instrument after loading the reload. The jaws remained open after closure of the ring handle. Another device was opened and used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one gia* universal single use instrument. A visual inspection of the returned product noted no abnormalities. During functional testing, a reload was able to load onto the handle, but unable to articulate, clamp, or be fired. The device was disassembled and an extra component, was found in the instrument. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.